Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received information that this right atrial lead displayed loss of capture and no sensing. A lead perforation was reported. During the lead revision procedure, the lead could not be fixated to the atrium. The lead was explanted and replaced with a new lead. No other adverse patient effects were reported. The explanted lead was retained by the hospital for biopsy. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated, should further information be provided.